Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to zoll for evaluation. Investigation results as follows: device history record (DHR) was reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4). Visual inspection of the returned platform was performed and found that both patient head restraint brackets were cracked. The autopulse platform is a reusable device and was manufactured in june 2011. Therefore, this type of physical damages found during visual inspection is characteristic of normal wear and tear for the life of the device and not related to the reported complaint of the platform prompting "realign patient" message. A review of the archive was performed and user advisory 2 - compression tracking error occurred on the first compression on (B)(6) 2016 and not on the reported date of (B)(6) 2016. During functional testing, the platform displayed ua 2 with "realign patient" message within a first few compression. The load cell characterization test confirmed load cell module 2 was under reporting. A brake gap inspection was performed and verified that the brake gap was within the specification. In summary the reported complaint of "realign patient" fault 02 was confirmed based on the archive review and during functional testing. The root cause for ua 2 was load cell module 2 which was under reporting. When pressure was applied, the load sensing system does not see the expected increase in load from load cell module 2. After replacing load cell module 2, another load cell characterization test was performed and both load cells performed per specification. A run_in test with 95% patient test fixture was performed with the platform using multiple good known test li-ion batteries and the platform did not exhibit any faults or user advisory message. The autopulse passed all the testing and meets all required specifications.

Manufacturer narrative:
Zoll has not yet received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed. The autopulse is used as an adjunct to manual CPR in cases of clinical interruptions prescribed in the aha guidelines. Changing from autopulse to manual CPR can be made in just a few seconds, and is similar to the time necesary for rescuer rotation. Therefore, the transition from autopusle to manual CPR presents the same workflow as manual CPR. Rosc (return of spontaneous circulation) was never achieved. The cause of death was presumed to be the patient's underlying clinical condition.

Event description:
It was reported to zoll that during use an audible alert "realign patient" was heard and it could not be stopped. Manual CPR was performed on the patient instead. Customer took the board "out of service" and put it in the front room of station. He stated that another ems crew member saw it in the front room and they took it not knowing it wasn't working. The autopulse failed a second time on a second patient. 2nd patient: the ems responded to a call for patient in cardiac arrest. When the ems team arrived, a bystander manual CPR was in progress for 6-8 minutes. The autopulse was deployed without any issue, however after one compression the autopulse displayed "realign patient" message. The patient was realigned and autopulse was started again, however the autopulse again displayed "align patient" message. Then the autopulse was aborted and manual CPR was performed for 12-15 minutes. Rosc (return of spontaneous circulation) was never achieved. CPR was continued in the emergency room. The ems crew was notified that the patient expired later on. The cause of death is unknown; however ems did not attribute patient death to autopulse device. Cross reference with MFR report 3010617000-2016-00168.